Manufacturer narrative:
(B)(4). B3: unknown, assumed first day of month that complaint was reported d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that during an unknown procedure, clip can't clamp tightly. No patient consequences.